Event description:
Customer reportedly obtained results of hi, 468 mg/dl, and 191 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device, however customer states strips are unavailable for return.